Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient was revised on left knee due to stiffness, femoral loosening, and instability.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding instability and femoral loosening involving a triathlon insert component was reported. The event was not confirmed. Method and results: device evaluation and results: based on the photograph provided, the insert component appears consistent with a component that was implanted and subsequently explanted. There are some scratches evident on the bearing surface of the component. There is damage evident on the anterior face of the component, most likely as a result of explantation. Medical records received and evaluation: medical review of the records provided indicated; there is no confirmation of the complaints noted in the event description. There is no evidence that factors of faulty component design, manufacturing, or materials were responsible for this clinical situation. Device history review: DHR review determined that the lot was manufactured to specification. Complaint history review: chr review confirmed that there have been no similar events for the lot. Conclusions: based on the clinical review of the medical records provided, there is no confirmation of the complaints noted in the event description. There is no evidence that factors of faulty component design, manufacturing, or materials were responsible for this clinical situation.

Event description:
It was reported that patient was revised on left knee due to stiffness, femoral loosening, and instability.